Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the lead thread on the rgdloop adjustable xlarg device broke when the surgeon attempted to insert it into the intra-articular bone hole during an anterior cruciate ligament acl reconstruction surgery. According to the reporter, the surgeon suspected that the lead thread hit the bone hole firmly at the edge of the hole. It was reported that the device was brand new and its first use when the issue occurred. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.